Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion where a secondary set (baxter) was connected into the primary set for infusion of secondary bag. The pump was programmed and after 20 minutes the secondary was empty and the primary bag was considerably more full than previously. There is no report of patient harm.